Event description:
It was reported that during the post procedure check, the atrial lead was found to have dislodged and was confirmed by fluoroscopy. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.